Event description:
The customer reported to baxter (B)(4) a basic solution set for epidural administration in which the roller clamp was upside down. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 7 of 12 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation and the customer reported issue was confirmed. The cause was determined to be incorrect assembly. A batch review was performed on the reported lot and no deviations were noted. Similar reports have been received for the reported condition. The corrective and preventive action is being investigated through (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.